Manufacturer narrative:
The company rep examined the system and found that the footswitch needed to be replaced. Preventative maintenance was performed; the system was then tested and met all product specifications. Footswitch is being returned for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A supervisor at a cataract center reported that during a surgical case, the unit completely stopped working. Pt impact is unk. Additional info has been requested.